Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. The required term/code for this report was unavailable. Since the device passed all testing, a component code for annex g could not be found. As this field was mandatory, the entry "appropriate term/code not available" was used instead. The available information does not reasonably suggest that the [device] has malfunctioned because there is no evidence of a malfunction. Specifically, device passed all functional inspections, performed as designed.

Event description:
Customer reports sinus infection and unspecified lung infection. Md prescribed unspecified antibiotics.